Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. During visual inspection, the lead body, conductor and helix had no abnormalities. A series of diagnostic tests were performed and, still, normal lead function was observed.

Event description:
Boston scientific received information that this right ventricular (rv) lead caused perforation to the left ventricle of the heart wall and was also believed to have a conductor fracture. This rv lead was explanted and replaced. No additional adverse patient effects were reported.